Event description:
An employee was injured while taking a blood pressure due to a blood pressure cuff bladder blowing out. The blood presure cuff was ordered from redline. Redline in turn ordered the cuff from graham field.the employee has seen a specialist. The specialist feels the employee needs to have exploratory surgery on his left ear to see what is causing the hearing loss. The surgery is scheduled for wednesday, april 28, 1993. The employee has received a second opinion, but at this, point I don't know who he sawinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.